Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. An investigation was completed by the original equipment manufacturer (OEM), including a review of the DHR. The OEM determined that there was no manufacturing, material or processing related cause for this failure mode. The root cause was determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer. The OEM did not provide the manufacturing date but did confirm that the product shipped to olympus on 05-apr-2016.

Manufacturer narrative:
The subject device was not received for evaluation. The customer discarded the device. Investigation is ongoing therefore the root cause cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unknown procedure the device tip fell off into the patient. The broken tip was retrieved using a basket. The intended procedure was completed using another device with the same device model number (61324bx). There was no patient harm or injury reported due to the event. No user injury reported.